Manufacturer narrative:
Voluntary medwatch form #: mw5067465. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a hypodermic needle-pro® needle detached during heparin administration to a patient. It was noted that the syringe disengaged prior to medication administration, and the medication was not successfully administered. No permanent injury was reported.